Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, red particles in shell, fold creases, wear abrasion, underweight, around 0-25% of the shell is missing. A microscopic analysis was performed which identified: wear abrasion, broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification), stress marks assessed as non penetrating nicks, broken shell with striated edge on anterior and radius side assessed as surgical damage consist in the use of some surgical tool. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact. Broken shell with striated edge assessed as surgical damage consist in the use of some surgical tool. Missing shell that is assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: implant exchange.

Event description:
Healthcare professional reported patient's concern with the product, rupture discovered during surgery, and capsular contracture, baker grade 1. Affected side is right. The device has been explanted and replaced.